Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported false reactive architect toxo-g results on one pregnant patient. The results provided were: (B)(6) 2018 toxo-g = 13.1 iu/ml (>/=3.0 iu/ml = reactive) / toxo m = negative; (B)(6) results toxo g and toxo m were negative / the (B)(6) sample was retested and both results were again nonreactive. There was no reported impact to patient management.

Manufacturer narrative:
Patient information: patient identifier = (B)(6). The abbott field service representative replaced a leaking pre-trigger pump during an inspection of your analyzer when on site. A review of the architect (B)(4) service history was performed and identified no contributing factors on or around the date of the complaint. The architect system operations manual addresses operational precautions and limitations; and addresses troubleshooting of the fluidics system; probable causes and corrective actions for elevated and erratic results, including but not limited to inadequate pre-trigger and trigger dispense and sample integrity. A review of tickets for the pre-trigger pump (rohs) (pn 7-96345-02) and the 100ul trigger pump (rohs) (pn 7-96344-02) related to discrepant patient results identified no similar complaints or trends for the product. Based on the investigation no product deficiency was identified for either the architect i2000sr, serial number (B)(4), or the pre-trigger pump (rohs) (pn 7-96345-02) and the 100ul trigger pump (rohs) (pn 7-96344-02).